Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the client was unable to open the carelink website. A blank screen would appear and the website would not appear. Follow-up concluded that issue cleared on its own. No patient involvement or complications were reported.